Manufacturer narrative:
The device has not been returned for evaluation; however, return is anticipated. Without return of the device, no definitive conclusions can be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. Information received from report as MFR: 2029214-2016-00044. (B)(4).

Event description:
Medtronic received information that during treatment of a giant aneurysm located in the right cavernous sinus, the device could not be released from the capture coil. It was reported that the physician rotated the pushwire 8-10 times in effort to release the device but was unsuccessful and the device could not be positioned in the lesion as the patient had severe tortuosity. The device was retracted and another device used and deployed successfully. No patient injury was reported.